Manufacturer narrative:
The blade and handpiece subject to this MDR was returned for eval. It was visually confirmed that the blades were broken at the mount. The root cause is multi-factorial. Lot# info was not provided to permit further investigation. The handpiece associated with this MDR is as follows; part # 6208000000, lot# 0723400613.

Event description:
It was reported that during a total knee replacement procedure, the blade broke at the mount. It was also reported that there were no pieces left behind in the pt. It was further reported that another blade was readily available to successfully complete the procedure.